Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and high lead impedance were observed. X-ray confirmed lead dislodgement. The lead was repositioned.